Event description:
It was reported that during a breast ablation procedure, there was no function after connection with hand piece, with gen11. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: there was no function after connection with hand piece. The device was functionally tested with a generator. During functional testing on the gen11 a yellow message screen was displayed, ¿instrument error detected¿. This error screen indicates an internal error with the instrument that prevents it from being used. Then the ¿replace instrument¿ yellow message screen displayed after receiving two consecutive yellow alert screen messages and is advising of potential blade damage. A probable cause of an instrument error detected is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.